Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer also received no delivery alarms on previous insulin pump. Customer's blood glucose was 400 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer was not able to remove infusion set to check for bent cannula. Customer was advised that reservoir and samples of infusion sets would be sent.